Manufacturer narrative:
The ventilator failed pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing the nozzle unit for the air gas module. The replaced part was returned for further investigation. It was not possible to test the returned nozzle unit. Visual inspection of the returned nozzle showed that the feather spring was bent. Therefore, no root cause can be established. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. No log files have been received. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring was not in the right angle, it may cause a leakage and most likely will lead to that the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(6).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).